Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 101 mg/dl and 200 mg/dl, and the meter bg reading was 160 mg/dl and 100 mg/dl. Inaccurate cgm readings resulted in the customer experiencing a low bg of 36 mg/dl. Customer consumed carbohydrates and juice to address bg. No additional patient or event information was available. Reportedly, the customer performed calibrations when there was no bg value displayed on the cgm home screen. A replacement sensor was sent to the customer.